Event description:
It was reported that the compressor had fuses stuck in mains inlet. The issue was revealed during preventive maintenance. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that during preventive maintenance it was found that fuses stuck in mains inlet. There was no patient involvement. The issue was decided to be reported as it may lead to stop of ventilation. Based on technician statement, fuses were burned and stuck in mains inlet due to the excess dust build up. The compressor did start with the burned stuck fuses. The issue has been resolved by replacing mains inlet with fuses and the device was delivered to the user in working condition. Identification of issue has been done by analyzing problem description and service report. The root cause of the issue has not been determined.